Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that while delivering 200 joules of energy to a patient in the ep lab for a cardioversion, there was a loud pop, a spark, and it smelled like burning. The spark resulted in a hole in the white wire approximately 1 cm from the connector. The electrodes were being used in conjunction with a medtronic physio control lifepak 12 machine. The customer reports the wire was across the patient's jeans at the time and sizzled the jeans. The customer reported she did not believe there was any harm to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.